Event description:
The facility reported gauze fibers came off of the sponge and fell into the surgical site.

Manufacturer narrative:
It was reported that gauze fibers came off of the 18x18 lap sponge and were removed with a forceps from the surgical site. The facility indicated that no injury resulted and no further intervention was indicated. No sample was returned for eval. A root cause has not been determined.